Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; -defect of printed circuit board was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image became black and white and was not displayed.there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc could not determine the root cause conclusively. As the device was manufactured over 5 years ago, omsc assumed that the reported event was caused by the defect of dp circuit board due to aging. The reported phenomenon was monochrome image, thus, omsc also assumed that a color processing or a transmission part on the dp circuit board would be broken. If additional information becomes available, this report will be supplemented.